Manufacturer narrative:
(B)(4).

Event description:
It was reported that applicator deployment occurred. The sensor was inserted on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed due to no damage was found. The internal visual inspection was performed and failed due to a broken needle. The allegation was not confirmed. However, a broken needle was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.